Manufacturer narrative:
Pump received with cracked case near top right corner of display window. Cracked case noted near reservoir window. No button response due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump was cracked and had moisture inside the display. Blood glucose level at the time of the incident was 63 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.